Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable to be replaced by the customer. The customer canceled the service call. A follow up report will be filed when add'l details become available. (B) (4)